Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient was reporting discomfort at the ipg site. Surgical intervention took place on (B)(6) 2021 in which the ipg was buried deeper to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.